Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient was on impella 5.5 support when the pump stopped unexpectedly. The pump was exchanged as a result of the failure. There was no patient harm.

Manufacturer narrative:
The investigation of pump stop has been completed. The failure mode (fm) high purge pressure was added as it was claimed that there was increasing purge pressure and a decrease in purge flows. There was no product returned. The data logs were analyzed and on the 22nd there was a gradual build in purge pressure over the course of 3 hours with no prior motor current spikes or long bag/cassette changes near the instance of of this gradual climb. At 7pm on the 22nd there was a rapid rise in purge pressure ~ 45 minutes that then triggered hpp alarms. Purge pressure remains high for about two hours until 9:40pm the pump is disconnected. Based on data log analysis, the root cause of the high purge pressure is most likely due to biomaterial buildup but the cause is unknown. The clinical details state that there was a pump stop at 8:40pm but there is no sign of a pump stop in the logs. There is no upward trend in motor current. Due to lack of product returned and no pump stop alarm seen in the logs, the root cause of the pump stop cannot be determined.